Manufacturer narrative:
The patient's chronic rv lead was repositioned more apically, and the oversensing subsided. No adverse patient effects were reported as a result of these observations. Current records suggest that this ICD and chronic rv lead remain implanted and in service at this time. This event will be updated if any additional information becomes available. Additional information was received that this device was electively explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, microscopic visual inspection found the device header to be completely intact with the leads fully inserted into the header. Analysis determined that the right ventricular (rv) ring leaf spring was out of specification.

Event description:
Boston scientific crm received information that during a device upgrade procedure, this implantable cardioverter defibrillator (ICD) and chronic transvenous right ventricular (rv) lead exhibited oversensed artifacts on the rv rate/sense channel, resulting in pacing inhibition in this pacemaker dependent patient. The pacing inhibition reportedly occurred with every other beat, while the patient was being paced at 70 bpm. Of note, the patient is known to have chronic atrial fibrillation and atrial flutter. The possibility of crosstalk was discussed.